Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9967549. We received one used sample. After disinfection it was noted the stent was distorted and guidewire still inside stent, it doesn't come out, after cutting the stent, we can see that the stent is folded inside. After pulling out the guidewire, this one and stent were observed and measured, these two medical devices (stent and guidewire) were conformed to the specifications. But according to the IFU's kit it was mentioned in warning and precautions part: the guidewire should be manipulated slowly and carefully. The behavior and advancement of the guidewire tip should be controlled under fluoroscopy. Manipulation of the guidewire without control by fluoroscopy can result in injury to the patient. Furthermore on the terumo's guide IFU it was mentionned in warning part: manipulate the guide wire slowly and carefully in the urinary or gastrointestinal tract while confirming the behavior and location of the wire¿s tip under fluoroscopy and/or endoscopy. Improper manipulation of the guide wire without fluoroscopic and/or endoscopic confirmation may result in damage to the linings and associated tissues, channels and ducts. If any resistance is felt or if the tip¿s behavior/location seems improper, stop manipulating the guide wire and determine the cause by fluoroscopy and/or endoscopy. Continuing to manipulate or rotate the guide wire or failure to exercise proper caution may result in bending, kinking, separation of the guide wire¿s tip, or in perforation or trauma of the linings or associated tissues, channels or ducts. When exchanging or withdrawing a device over the guide wire, secure and maintain the guide wire in place under fluoroscopy and/or endoscopy to avoid unexpected guide wire advancement; otherwise damage to the linings and associated tissues, channels and ducts by the guide wire¿s tip may occur. Checking the quality databases revealed no anomaly in connection with the described defect. A similar case study was performed based on imajin product defect: guidewire cannot be removed from december 2020 to december 2024, 4 similar cases were found (B)(4). For this case, a clinical assessment was requested. See below the conclusion: we concluded on the risks of harm from product risk assessment and the complainants to compromise the safety and the efficacy of the device. Such incident of guidewire looping and re-insertion into in the jj stent likely due to forceful maneuvers, causing resistance poses a risk of urinary tract injury (ureter lesion, as mentioned by the complainant) while attempting to remove the stuck unit [guidewire-jj stent] before restarting the whole procedure, which is estimated severity 3. Additionally, the guidewire looping may lead to guidewire kinking which also presents a risk of injury.however, such an incident of guidewire looping and entrapment in the renal tip of the jj stent is an exceptional situation considered to be related to the operator. We estimate such risk should not be extrapolated to the general population. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the guide wound itself/rolled up inside the jj catheter. When extracting the guide, it was not possible, so the catheter had to be removed with it. After removing the catheter and guide from the patient, the surgeon wanted to remove the guide (outside the patient) to understand the problem, and the catheter broke off. There were no consequences to the patient.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9967549. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the guide wound itself/rolled up inside the jj catheter. When extracting the guide, it was not possible, so the catheter had to be removed with it. After removing the catheter and guide from the patient, the surgeon wanted to remove the guide (outside the patient) to understand the problem, and the catheter broke off. There were no consequences to the patient.